Manufacturer narrative:
Concomitant medical products: evolutr-34-us valve, implanted: (B)(6) 2018. 5076-52 lead implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device was checked because the patent was in bradycardia. It was found that the bradycardia was caused by t-wave oversensing (twos) on the right ventricular (rv) lead. The lead remains in use. No further patient complications have been reported as a result of this event.